Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a radiofrequency ablation (rf) interventional procedure. Reportedly, the prostyle was flushed prior to use; however, not as much saline was observed to be coming from the marker lumen. The device was inserted and positioned in the vessel; however, there was no blood flow coming from the marker lumen. The prostyle device was removed and flushed again; however, on re-flushing there was no saline observed from the marker lumen. A second prostyle device was opened and attempted; however, the same issue occurred with [no flow from the marker lumen]. The sheath was upsized to an 8f and the radiofrequency ablation interventional procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Sterile returned devices from the same lot were inspected and no issues were noted.